Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil would not detach, even after use of the manual detachment method. However, the coil then detached in the catheter during retrieval and had to be retrieved using a snare. The patient was undergoing treatment of an unruptured, saccular basilar top aneurysm. It was noted that the devices were prepared as indicated per the IFU. The aneurysm and vessel characteristics were unknown. Four or more detachment attempts were made, and a secondary instant detacher was used without resolve. One manual detachment attempt was made. There were no related patient symptoms.